Event description:
Plastic distal cap of tjf (ercp (endoscopic retrograde cholangio pancreatography)) scope was placed on scope before procedure by (B)(6) rn who stated out loud to this rn (registered nurse) that she was placing the cap on, and I watched her place it on and give it a slight tug to make sure it was on. When dr. (B)(6) pulled a metal stent from the patient's bile duct, he has to pull the scope all the way out of the patient to remove the stent from the patient's body. Dr, (B)(6) then went back in with the scope, but did struggle to get the scope down the patient this time. He eventually did get the scope down. When the case was complete dr. (B)(6) pulled the scope out and noticed that the cap was no longer on the distal end of the scope.